Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause assigned to a faulty cable unit. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable unit due to excessive force applied by the user. As stated in the instructions for use, as a preventive measure: "do not strike the camera head. The camera head may be damaged." "Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
A user facility reported to olympus that the device failed to produce an image. The problem, as reported to olympus, was first identified during maintenance of the device. There was no patient impact or injury, associated with the problem, reported to olympus.